Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on "(B)(6)" 2018 and presented on (B)(6) 2018 with discomfort and tearing on left eye. Patient reported being not complaint with drops on day 2 post op and since the office was closed visited an outside optometrist who prescribed polymyxin b. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and reading not being as good. Patient was directed to continue polymyxin b as directed (every 4 hrs). Patient reported symptoms are not interfering with daily activities and they resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op: 20/20, 2.75 x -.50 x 140. Left eye pre-op: 20/20, 2.50 x .00 x 90. Bcva from (B)(6) 2019: right eye post-op: 20/20, .00 x .00 x 90. Left eye post-op: 20/20, .00 x .00 x 90. Patient returned to center on (B)(6) 2018 reporting that now both eyes have discomfort and feels that is having an allergic reaction to the polymyxin b. There was also a superior infiltrate in both eyes. The topical steroids dosage was increased. Patient was told to start tobradex drops and erythromycin unguent and to stop polymyxin b.

Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is october 9, 2007.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.